Manufacturer narrative:
Neither pt injury nor intervention was reported/required. A gambro technical services (gts) field rep evaluated the prisma machine and was unable to duplicate the reported alarms. The service tech performed functionality test as per MFR procedure and a simulated treatment. The machine scales, pumps, and pressure were tested within MFR's specifications. The machine was placed back into service, and is currently being used on other pt without further incidents.